Event description:
It was reported that the patient complained of chest pain since the time of implant and came to the emergency room when it became unbearable. On computed tomography (CT) it was noted that the right ventricular (rv) lead had perforated the rv apex. The lead remains in use but will be repositioned by a cardiothoracic surgeon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.